Event description:
Dentist installed temporary acrylic crown. Experienced rash 4 days later. Rash led to hives and swelling. Resulting in chemically burnt skin. Layer of skin on hands, arms, and feet peeled off. Primary care dr didn't know what it was, gave pt steroids. Cleared up and came back twice as bad. Allergist never saw anything like it, assumed it was allergic reaction to medicines -diuretic and trazodone-. Returned to dentist 6/2003 and showed him. He said he highly suspected reaction to temporary acrylic crown. He removed temporary crown that day and replaced with permanent one. Improvement in condition began immediately. Still have skin peeling and bowels are still removing toxins.